Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported using cold insulin to fill the cartridge. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue to use the pump for continued insulin therapy.